Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient presented complaining of intermittent phrenic nerve stimulation. The lv pacing vector was reprogrammed with success. This is all the available information at this time. There are no other adverse events reported for this patient. All available information suggests that this device remains implanted. If additional information becomes available, this event will be updated.